Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative and a patient implanted for rsd/causalgia-complex regional pain syn and spinal pain. The patient reported that they contacted the manufacturing representative (rep) to schedule an appointment to be reprogrammed. They stated that they have lost weight and the stimulation feels like its in their ribs and stomach. It was also mentioned that the patient¿s cardiologist thought the stimulator may be making the patient tachycardia. Therefore, the stimulation has been off for 3 days to prove that the stimulation wasn¿t causing the issue. Additional information received from the manufacturing representative on 2020-01-10 indicated that they reprogrammed the patient and gave them a new program to get the stimulation out of their ribs and stomach. The rep also stated that the patient is currently not using the stimulation until cleared by their cardiologist; an appointment was scheduled for (B)(6) 2020. They noted that an impedance test was ran, and contacts 1, 2, 10, and 11 were all ¿yellow caution¿, therefore were not being used. The patient also mentioned that they were having pain at their pocket site and has spoken with their physician regarding the issue. The patient denies all other complaints at this time. No further complications were reported or anticipated.